Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the 512sd instrument safety shield did not close back over the blade after having reached the abdominal cavity (the surgeon had not lifted the abdominal wall before introducing the trocar). Through the trocar, the surgeon noted hemoperitoneum and decided to convert to an open procedure. The hemoperitoneum had been caused by injury of the abdominal aorta. The damage was repaired. Also the mesocolon had been crossed by the trocar, but in a non vascularized area. The pt also rec'd a blood transfusion and an extended hosp stay. The surgeon said that the trocar was tried outside of the operating field making it pass through layers of woven non woven gauzes and the safety shield did not work. The pt is now well. The device was discarded.